Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an event where the tubing got tied in a knot, and the insulin pump did not give her a no delivery alarm. The customer stated that she almost had to go to the hospital due to this. The customer also reported problems removing the battery cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.